Event description:
The customer reported frequent occlusion alarms occurring during pitocin delivery. The infusion setup consists of a primary fluid line primed through infusion set 2420-007 and loaded into one pump module, and a separate primary line with pitocin primed and loaded into a second pump module. The two lines were then sited together at the patient. The primary fluid is programmed to infuse at 100 ml/hr, while pitocin is initiated at 1-2 ml/hr. Clinicians reported that occlusion alarms occurred at these lower pitocin infusion rates. Once the pitocin rate increased to approximately 5 ml/hr or higher, the occlusion alarms were no longer observed. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional informatomit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the report of occlusion alarms occurring during pitocin delivery cant be confirmed. Inspection and laboratory testing could not be performed because the device was not returned for investigation. The logs couldnt be downloaded as the devices were not returned for investigation. Per the bd alaris system with guardrails user manual (v12.3.2) states: use lowest occlusion pressure settings when infusing at low or very low flow rates. High occlusion pressure settings result in longer time to alarm when an occlusion occurs, which is of particular importance for low, very low, and extremely low birth weight neonates. The optimal occlusion alarm limit setting achieves a balance between the risk of false alarms and timely response to occlusions. To avoid interruptions in therapy, the limit should be set at a value higher than the expected actual working pressure, which will allow normal events such as patient movement and titrations to occur without alarms. The working pressure presented to a pump by the IV cannula depends on several factors: combined rate of all infusions running into a single vascular access point, resistance of the fluid path, elevation differential, and vascular pressure dynamics. Resistance to flow is determined by the catheters length and inner diameter, and the viscosity of the fluid. Kinking and clotting might also elevate the resistance to flow over time. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported occlusion alarms occurring during pitocin delivery was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.ion: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the report of ¿occlusion alarms occurring during pitocin delivery¿ can¿t be confirmed. Inspection and laboratory testing could not be performed because the device was not returned for investigation. The logs couldn¿t be downloaded as the devices were not returned for investigation. Per the bd alaris¿ system with guardrails user manual (v12.3.2) states: use lowest occlusion pressure settings when infusing at low or very low flow rates. High occlusion pressure settings result in longer time to alarm when an occlusion occurs, which is of particular importance for low, very low, and extremely low birth weight neonates. The optimal occlusion alarm limit setting achieves a balance between the risk of false alarms and timely response to occlusions. To avoid interruptions in therapy, the limit should be set at a value higher than the expected actual working pressure, which will allow normal events such as patient movement and titrations to occur without alarms. The working pressure presented to a pump by the IV cannula depends on several factors: combined rate of all infusions running into a single vascular access point, resistance of the fluid path, elevation differential, and vascular pressure dynamics. Resistance to flow is determined by the catheter¿s length and inner diameter, and the viscosity of the fluid. Kinking and clotting might also elevate the resistance to flow over time. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿occlusion alarms occurring during pitocin delivery¿ was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that frequent occlusion alarms with pitocin delivery. Once the pitocin infusion rate gets higher, 5ml/hr or greater, this issue has not been noticed. There was patient involvement but no harm.

Event description:
The customer reported frequent occlusion alarms occurring during pitocin delivery. The infusion setup consists of a primary fluid line primed through infusion set 2420-007 and loaded into one pump module, and a separate primary line with pitocin primed and loaded into a second pump module. The two lines were then y-sited together at the patient. The primary fluid is programmed to infuse at 100 ml/hr, while pitocin is initiated at 1-2 ml/hr. Clinicians reported that occlusion alarms occurred at these lower pitocin infusion rates. Once the pitocin rate increased to approximately 5 ml/hr or higher, the occlusion alarms were no longer observed. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information correction: describe event or problem, initial reporter addr 1, initial reporter city, initial reporter state, initial reporter zip, initial reporter facility name additional information: initial reporter phone #, imdrf annex e, f codes and manufacturer narrative. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.